Event description:
On 11/30/06, the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately low. The senior medical affairs specialist listened to the prerecorded call to obtain clarification. A letter has been mailed since the pt could not be reached by telephone. The pt had been obtaining normal results on the reported meter. At 4:00 pm, the pt's husband contacted the paramedics, as the pt had been vomiting and acting incoherent. She had obtained readings, which were "within the normal range" a couple of hours prior to the incident. The pt was transported to the ER and a lab result of 1200 mg/dl was obtained on a lab device. The pt described being in a diabetic coma at the time of being admitted. She regained consciousness after 2 days in the ICU. The pt remained in the hosp for two weeks. It would have been helpful to know when the pt noticed the low results, specific/approximate results obtained during the time of concern, testing frequency, medication regimen, when she developed symptoms, when she lost consciousness, other health conditions, and diagnosis at the hosp. The customer care advocate (cca) verified that the pt had been using the correct testing technique and correct technique for cleaning the puncture area. The cca was unable to walk the pt through quality control testing, since the pt could not locate her control solution. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged obtaining "results within a normal range", experiencing incoherency and vomiting, tested 1200 mg/dl on a laboratory device, was in a diabetic coma and remained in the ICU, and was admitted in the hosp for 2 weeks.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.